Manufacturer narrative:
(B)(4). The stent remains implanted and the delivery system was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported patient effects of angina and thrombosis are listed in the xience alpine, everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. The investigation was unable to determine a conclusive cause for the reported difficulty to deploy and inflation issues. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during a procedure of the non-calcified, non-tortuous left anterior descending (lad) artery without pre-dilatation the 3.0 x 23 mm xience alpine stent was implanted inflated at 12 atmosphere (atm), then up to 18 atm. It was felt that the stent balloon did not sufficiently expand the stent to the full size and the deployed stent remained malapposed to the vessel wall; however, no post-dilatation was performed and the patient was transferred to the recovery area. Approximately 30 minutes later, the patient experienced chest pain. Angiography revealed stent thrombosis. The area was aspirated and minimal clot was removed. Post-dilatation performed with a 2.5 x 25 mm non-abbott balloon at 8 atm followed by implantation of 2 non-abbott stents. No additional post-dilatation was performed. The patient was reported as doing fine. No additional information was provided.